Event description:
It was reported that a patient was intubated in the operating room, and six days later a leak was confirmed as evidenced by a pin hole in the cuff. Reintubation was required. There is no patient harm reported and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the area where the inflation line is inserted into the tube. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
Covidien reference number: (B)(4).